Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Patient's mother stated that the patient wore the sensor for a month. It was reported that the sensor was worn beyond seven days. The dexcom g5 mobile continuous glucose monitoring system user's guide states: dexcom g5 mobile sensor sessions last seven days. Patient's mother also stated that often times the dexcom is 30-40 points different than finger sticks. At the time of contact, no injury or medical intervention was reported.